Event description:
It was reported that towards the end of a pvc ablation, it was noticed that the patient's blood pressure had dropped. Ice confirmed a perforation. The patient went into vf and was cardioverted. A pericardiocentesis was performed and the patient was stabilized and admitted. They were ablating in the rvot when this incident occurred.

Manufacturer narrative:
Multiple attempts to obtain additional information from the customer were performed without success. A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 rmt system - us catalog #: fg560000 serial #: (B)(4). Stockert 70 system - us catalog #: s7001 serial #: (B)(4). Cool flow pump - us catalog #: cfp002 serial #: (B)(4). (B)(4).